Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event was completed at mako surgical. A supplemental report will be filed when additional info is obtained.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. Prior to implanting the tibial baseplate, the surgeon noticed there was a dark spot on the underside of the implant. The implant was not used and a new implant was opened and used. This event did not affect the outcome of the case which was successful.